Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were no drops seen out of the end of the tubing during the fill tubing process. Reportedly, the luer lock connection was not secure to the infusion set. The customer was able to tighten the connection. The customer's blood glucose level was 400 mg/dl and it was addressed with a correction bolus.